Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user had issues with flow rate while using arctic gel pads during normothermia treatment. Stated that the flow rate was 1 lpm at initial time, initial inlet pressure was -3.9 psi, system hours were 4172, pump hours were 3213. The user disconnected and reconnected pads using proper technique which showed inlet pressure -4.1 psi, flow rate 1.2 lpm, circulation pump 100%. The user stopped therapy, attempted to empty/disconnect pads, but the device alerted empty pads not complete. Later, the user placed device in manual control which showed inlet pressure -6.9 psi, flow rate 1.7 lpm, circulation pump 47%. The user added right chest with inlet pressure -6.9 psi, flow rate 2.3 lpm, circulation pump 86%, added left chest pad with inlet pressure -7 psi, flow rate 2 lpm, circulation pump 53% and added thigh pad with inlet pressure -7.1 psi, flow rate 1.1 lpm, circulation pump 34%. The user placed device back in automatic mode and started therapy. Mss explained that if the flow rate dipped below 1 lpm the heater capacity would be diminished. The patient was maintaining target and the nurse would try to finish therapy keeping in mind the flow rate need to remain above 1 lpm for heater to function properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user had issues with flow rate while using (B)(6) gel pads during normothermia treatment. Stated that the flow rate was 1 lpm at initial time, initial inlet pressure was -3.9 psi, system hours were 4172, pump hours were 3213. The user disconnected and reconnected pads using proper technique which showed inlet pressure -4.1 psi, flow rate 1.2 lpm, circulation pump 100%. The user stopped therapy, attempted to empty/disconnect pads, but the device alerted empty pads not complete. Later, the user placed device in manual control which showed inlet pressure -6.9 psi, flow rate 1.7 lpm, circulation pump 47%. The user added right chest with inlet pressure -6.9 psi, flow rate 2.3 lpm, circulation pump 86%, added left chest pad with inlet pressure -7 psi, flow rate 2 lpm, circulation pump 53% and added thigh pad with inlet pressure -7.1 psi, flow rate 1.1 lpm, circulation pump 34%. The user placed device back in automatic mode and started therapy. Mss explained that if the flow rate dipped below 1 lpm the heater capacity would be diminished. The patient was maintaining target and the nurse would try to finish therapy keeping in mind the flow rate need to remain above 1 lpm for heater to function properly.